Event description:
According to the reporter, during laparoscopic gastric procedure, when the surgeons went to angle the stapler the pressure from the abdominal wall cause the junction between the reload and adapter to break twice. First, they used a powered adapter with a black reload and it broke, then they used a manual handle and it broke in the same place. The procedure was converted to open because on the second firing, using an endo gia xl handle, it broke while the reload was on the patient stomach. No disengaged components fell into the patient's cavity. The patients hospitalization was extended as a result of this device issue.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3m0742); sigadaptxl, sig power sigadaptxl linear xl adapter (sn:(B)(6); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the proximal end of the loading unit adapter was broken. The reload articulation flag was not bent. The reload had a full complement of staples. It was reported that when the surgeons went to angle the stapler the pressure from the abdominal wall cause the junction between the reload and adapter to break twice. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.